Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no capture at the programmed parameters. Intermittent capture was noted when programmed to 7.0v. The next day, the EKG showed no capture and an x-ray showed that the lead was fractured.